Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years six months of post-deployment, computed tomography of the abdomen and pelvis was revealed the superior extent of the filter was at the l1-l2 disc space and inferior extent at mid of l3 vertebral body. A total of six prongs were perforated to the inferior vena cava. The maximum distance prong perforated was 2 mm. Coronal images were revealed 3-degree tilt of the filter right-to-left and sagittal images was revealed 3-degree tilt anterior-to-posterior. Around, one year later, the patient died because of end-stage liver failure, non-alcoholic cirrhosis, hepatic encephalopathy and coronary artery disease. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), however, the investigation was unconfirmed for filter tilt as it was reported as " 3-degree tilt of the filter right-to-left and 3-degree of the filter tilt anterior-to-posterior". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2018), g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years six months of post-deployment, computed tomography of the abdomen and pelvis was revealed the superior extent of the filter was at the l1-l2 disc space and inferior extent at mid of l3 vertebral body. A total of six prongs were perforated to the inferior vena cava. The maximum distance prong perforated was 2 mm. Coronal images were revealed 3-degree tilt of the filter right-to-left and sagittal images was revealed 3-degree tilt anterior-to-posterior. Around, one year later, the patient died because of end-stage liver failure, non-alcoholic cirrhosis, hepatic encephalopathy and coronary artery disease. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), however, the investigation was unconfirmed for filter tilt as it was reported as " 3-degree tilt of the filter right-to-left and 3-degree of the filter tilt anterior-to-posterior". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2018). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.